Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2020-00334.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2020-00334.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial component catalog # unknown lot # unknown, unknown persona articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-04434, 0001822565-2019-04435. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.